Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump experienced a failure. Customer¿s blood glucose level was 247 mg/dl. No additional patient or event information was available.

Manufacturer narrative:
On (B)(6), a pump evaluation was performed and pump functioned as intended. With the inclusion of the additional information received, this event does not meet MDR requirements as defined by 21 cfr 803.